Manufacturer narrative:
Pending evaluation. 02-022-44-1509 truliant tib imp psc insert sz 1.5, 9mm; 02-022-45-1525 truliant tib fit tray cem sz 1.5f / 2.5t; 200-07-29 advanced patella 29m 3 peg implant; 02-029-99-1002 threaded head pin 2.3" square head, pk2.

Event description:
As reported, this 79 year old, female patient had an initial right side tka on (B)(6) 2019. The patient presented with a l distal femur fx on (B)(6) 2019 and was revised on (B)(6) 2019. Outcome: resolved.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the surgical event cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.